Manufacturer narrative:
The insulin pump passed displacement test and unexpected restart error test. The device was monitored and it functioning properly. The device had no cracks on the lcd glass window. The device did have minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced a cracked display screen and received excessive unexpected restart alarms. Customer's blood glucose was 10.8 mmol/l. Customer was advised that insulin pump would need to be replaced. No further information provided.